Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the distal shaft is pulled from the collar. There are multiple kinks along the hypotube. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 18may2020. It was reported that the distal end of the delivery shaft was kinked. The target lesion was located in the middle and distal end of left circumflex artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the distal end of the delivery shaft was kinked. The device was completely removed from the patient's body without any intervention and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure. However, device analysis revealed that the distal shaft was pulled from the collar.